Event description:
It was reported that this pacemaker was suspected to be operating in safety mode and could not be interrogated. The device has been implanted for more than ten years. Subsequently, the patient underwent a revision procedure, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.